Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with uncontrollable vomiting due to a gastroparesis attack the patient's mother states her daughters discharge papers were very generic with not much information, but she sated her daughter had low potassium, hyperglycemia at time of admission. The elevated blood glucose level was high and was said to have gone back down to normal ranges after about a day in the hospital. The patient's mother stated that they provided insulin, a liquid diet, potassium and reglan for the gastroparesis. The patient was able to resume therapy but encountered a communication error with the pod. The pod was discarded.